Event description:
The device was not functioning properly. It failed the attempt for a skin graft. The patient suffered a 1" x 1" superficial abrasion on right anterior thigh. The wound was dressed with a tegaderm.